Event description:
Another MFR's device was returned to co. Office in error by the hospital. The reason for removal was listed as "extrusion." Determination of reportability and categorization of this event was made according to this mfrs policies and procedures and the info received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause ref. Sections b1, b2, h1).